Event description:
Patient revised on (B)(6) 2020 due to instability approximately 2.5 years after primary surgery. Surgeon explanted 36mm centered glenosphere with screw and 135/145 36/+3 standard humeral cup and replaced them with a 40mm centered glenosphere with screw and 135/145 40/+3 stability humeral cup.